Manufacturer narrative:
The device was returned and the evaluation found that there were kinks and foreign objects (seeds) in the forceps passage that would not allow the brush to pass through. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the cleaning brush cannot be inserted to clean the colonovideoscope. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the " brush could not be inserted into biopsy channel" malfunctions would likely be related to the user that suctioned seeds and the seeds were clogged in channel when using the device. Therefore, brush could not be inserted into biopsy channel at subsequent reprocessing. The event can be prevented by following the instructions for use which state: IFU states detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states prevention measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation form instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.